Event description:
There was an allegation of questionable ck7 results for a patient sample tested using the ultraview universal dab detection kit and the benchmark ultra system. The initial result was negative for ck7. The paraffin block was sent to a higher-level hospital for consultation, where the ck7 staining was positive.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.